Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to short v-v intervals and high rate non-sustained episodes. The right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.